Manufacturer narrative:
Concomitant product : nuvasive posterior instrumentation (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with l5-s1 lumbar herniated nucleus pulposus, foraminal stenosis and radiculitis. The patient underwent a discectomy with interbody fusion and posterior non segmental instrumentation at l5-s1 using rhbmp 2/acs and nuvasive posterior fixation instrumentations at l5-s1. There were no patient complications reported during the surgery. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.